Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and made a series or repeating tones. Cracks in the upper housing were also observed. Complainant indicated that there was no patient involvement in the reported malfunction.